Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, a wear abrasion, and a delamination in the diaphragm valve. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation and "hole in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "hole in valve." Device has been explanted.